Manufacturer narrative:
Event summary: the analysis results showed that one instrument was returned with a reload cartridge loaded. The returned cartridge was noted to have a wedge band bypass. The left side was noted to be 3/4 partially fired and the right side was noted to be unfired. This damage is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. When tested for functionality with a test cartridge, the instrument fired conforming. Based on the analysis findings, the right wedge band most likely entered the knife slot and bypassed the right side of the cartridge.

Event description:
It was reported that when the device was used during an unknown procedure, the device fired an incomplete staple line. It was not reported how the procedure was completed. There was no reported pt consequence.